Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted system which was used to deliver marcaine and morphine. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that following a catheter revision [see manufacturer's report #3004209178-2016-19307]. The patient woke up one morning after the surgery and had a wet spot on their bed. The patient had a family member look at their back but they could not see anything. Gauze was placed on the patient's back over the surgical site and it was full of fluid when the patient woke up the next morning. The hole was the size of a pin and when the patient would lay on their back it pushed all of the infection out. This was also reported as drainage from the surgical site. The patient was given oral antibiotics until the infection cleared. A new catheter was then inserted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.